Event description:
Hcp reported the pt had a pump replacement in 2003. A priming bolus and confirmation of pump status was performed following the implant. The pt was discharged from the hosp later that day. The following day the pt presented to the emergency room in withdrawal. The clinic nurse was contacted and the device was reprimed with an add'l bolus and then reprogrammed the next day. Later that day the pt was feeling fine.